Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the lead implant procedure, interrogation was performed and the lead impedance was noted to be high. The lead was checked again after 3 hours and the values remained very high. The physician elected to leave the lead implanted because the r waves remained in good and stable values and the thresholds were noted normal too. The patient was doing well.